Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system underwent a revision procedure due to the left ventricular (lv) and right ventricular (rv) leads were found to exhibit low out of range pacing impedances and high pacing thresholds. It was believed that the lv lead may have been damaged during a previous procedure. Prior to the procedure, a venogram showed a patient vein occlusion which caused the physician to electronically abandon the whole crt-d system which included the device, right atrial (ra), rv and lv leads. A new device system was implanted successfully as a replacement. No additional adverse patient effects were reported. The rv and lv leads were capped.